Event description:
Pt aicd was not working entirely correctly, and battery replacement was scheduled. Error message was encountered, and aicd was removed and replaced with a new one instead. Pt was stable and went home that evening.